Event description:
The customer reported receiving a reading of 107 mg/dl on their freestyle freedom meter before going to bed. Then at approximately 1:00 am, the customer experienced sweatiness, chest pains and a loss of consciousness. The customer's husband called the paramedics and they received a reading of 14 mg/dl on an unk meter. The paramedics treated the customer with intravenous fluids containing glucose and advised the husband to give the customer orange juice. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.